Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) units balloon ruptured causing blood to enter the machine, the unit was replaced with another machine. There was no patient harm reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion, component code), h10 a getinge field service engineer (fse) confirmed fault and in order to resolve the issue replacement of the defective part (d104-00-0026 purge valve assembly iabp, d008-00-0312 tubing blood detect iabp, d997-00-0986-15 condensate removal mod chinese, d997-00-0985-15 safety disk assy chinese) was done and is delivered for use. The equipment has been delivered to the customer and can be used clinically.

Event description:
N/a